Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported blank display issue, but was able to verify the service code. Physio replaced the device's system pcb assembly as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device display was blank and the device provided error code 5004. In this state the device may not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.